Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "rn started insulin infusion at approximately 0905. At 1015 noticed more than anticipated amount of insulin appeared to have infused. Insulin infusion was initiated at 4units/hour (4mls/hr). Rn programmed 100mls to be infused. When rn checked how much volume was left to be infused it was 76.5mls. Primary rn account: patient requiring IV insulin infusion due to high sugar level. Insulin IV infusion was started at 0920 @ 4 units/hr with newly upgraded alaris pump. When writer checked on patient again @1040 for the hourly bg check, I noticed the IV pump has infused 25ml of insulin r into the patient within one hour. Insulin IV was stopped immediately, patient's blood sugar remained high, no hypoglycemic episode noted afterwards. IV insulin was restarted with a different pump. Second IV pump is working well so far.¿ there was patient involvement, but the outcome is unknown. Bd received additional information from the customer. It was reported that the hospital's "biomed was able to investigate both incidents after they were reported to health canada. We were unable to find any problems with the pumps involved in both incidents and we believe that they were caused by use error, but we will continue to monitor the devices in case of future reoccurrence." Although additional information and return of samples were requested, no further information was provided and the customer declined to return the samples to bd.